Event description:
It was reported that long pauses were noted on the echocardiogram. Atrial undersensing with occasional loss of capture was noted. Additionally ventricular oversensing was noted on the ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. Episodes recorded with intermittent atrial undersensing seen on the electrograms. Analysis of the device memory indicated atrial pacing capture threshold was intermittent. Episodes recorded with occasional loss of atrial capture. Concomitant product: d354trg ICD, implanted: (B)(6) 2011; 6947 lead, implanted: (B)(6) 2004. (B)(4).